Manufacturer narrative:
Summary: post market vigilance (pmv) led an evaluation of two photographs received from the account. Visual examination of the photos noted a piece of tissue with a formed staple hanging loosely from the tissue. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Without the device being returned for evaluation the reported condition could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. While stapling and cutting the appendix, the handle was fired at an angle and the first reload had a poor staple formation at the beginning of the reload and the proximal end of the staple line was incomplete. A second reload was able to be fired, however, the black ring (with arrow) broke into 2 pieces and fell into the patient's cavity. The piece were retrieved using a lap grasper. In order to complete the case a new reload was used. Patient status is alive, with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs received from the account. The photos show a piece of tissue with a b-shaped staple hanging from the tissue. Visual examination of the instrument noted that the distal tip of the instrument tube housing was partially broken from the device. Functional testing of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the broken instrument tube housing may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.